Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, the device delivered within specification. A review of the event history log revealed that a primary infusion of ¿IV fluid bolus¿ in the ¿adult general care¿ care area was programmed at a rate of 999 ml/hr and a volume-to-be-infused of 999 ml. After running for approximately 5 minutes, a secondary infusion of IV fluid was programmed at a rate of 999 ml/hr and volume-to-be-infused of 500 ml, which was the intended volume reported by the user facility. The user declined a secondary callback, which allowed the pump to automatically transition to the primary infusion upon completion of the secondary program. Upon completion of the secondary infusion, the pump transitioned to the primary rate of 999 ml/hr and continued for approximately 27 minutes, until an ¿air-in-line!¿ alarm occurred. The user did not resume the infusion following the alarm. The user facility reported that the IV bag contained 1000 ml of fluid and the intended volume-to-be-infused was 500 ml. Per secondary infusion programming instruction in the spectrum operator¿s manual, the programmed volume-to-be-infused must equal the amount in the secondary fluid container and a pop-up is displayed during programming. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was that the infusion program was set up incorrectly. A device issue was not identified and therefore no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump administered 500 ml of 0.90% nacl to the patient, but it was noticed that 1000 ml of 0.9 % nacl bag were administered. Prior to hitting start, nursing did a double check on the amount to be administered volume to be infused (vtbi) on the pump in the patient's room. Nursing verified 500 ml vtbi on the pump. This occurred during medication treatment at the patient's room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2400930000-2023-8006 for this event. Should additional relevant information become available, a supplemental report will be submitted.